Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices used in this procedure: pxc141400/05898549, pxa280300/05209818. Please reference medwatch: 2017233-2008-00352 for MDR on gore tag thoracic endoprosthesis involved in this event.

Event description:
As reported, in 2008, this patient underwent a planned aorto-uni-iliac procedure in which a gore tag thoracic endoprosthesis and gore excluder aaa endoprostheses were implanted. The aorto-uni-graft was created due to the patient's entire right iliac and femoral arteries being thrombosed. A contralateral leg component was implanted within the left common iliac and was extended to the renal arteries with a gore tag thoracic endoprosthesis. Two gore excluder aaa endoprostheses were implanted to assist in sealing the devices. Immediately following deployment of the last component, the patient suffered a catastrophic cardiac event and did not recover following resuscitation efforts. The physician does not believe the cardiac event was device related. No additional information was reported.